Event description:
Customer reported experiencing ongoing intermittent low blood glucose with the lowest recorded level at 46 mg/dl. The customer consumed carbohydrates to address the issue and, following the suggestion of technical support, agreed to consult a healthcare professional to discuss potential factors affecting blood glucose levels.